Manufacturer narrative:
(B)(4). Multiple complaints have been received for out of specification (B)(6) results for the prism hiv-1 group o positive assay control component of prism hiv o plus reagent kit from (B)(4) 2010. The results exceeded the prism software (B)(6) specification for the group o positive control. Twenty one of 70 reported values were out of specification (B)(6) with values ranging from (B)(6). Values within specification ranged from (B)(6). The root cause for the out of specification (B)(6) s/co results for the prism hiv-1 group o positive assay control in prism hiv o plus was determined to be a heat labile component in the recalcified negative human plasma used in the manufacture of the group o positive assay control. The investigation determined that when the group o positive assay control reagent was exposed to elevated temperatures it resulted in (B)(6) group o positive assay control counts leading to the out of specification (B)(6) result for group o positive assay control s/co. Reagent kit exposure to elevated temperatures could occur during reagent shipment. Thrombin is added during the recalcification process of negative human plasma. Thrombin showed a dose dependent inhibition on group o positive assay control counts and exposure to elevated temperatures reversed the thrombin-induced inhibition. This implicates thrombin or its break down products in recalcified negative plasma as the component(s) associated with the out of specification (B)(6) s/co results for group o positive assay control.

Event description:
The customer stated hiv calibration was failing due to positive assay control 2 (opc) out of range high on a prism analyzer when prism hiv o plus reagent kit lot 87334m500 was in use. The customer calibrated with a kit of another lot to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.